Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. It was also reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 133 mg/dl.